Event description:
It was reported that the physician had a difficult time advancing the patient's lead, intra-op. The physician used a suture snare followed by a greenburg retractor to locate the lead. At this point, the nurse noticed a sign of possible paralysis per the neurological monitors. When in recovery, the patient was found to be paralyzed from the waist down. The doctor took the patient back to the operating room and removed the lead to prevent further damage to the spinal cord. During explant, the physician noticed a puncture through the patient's dura. It was believed that the tip of the suture snare went through the dura and possibly touched or damaged the spinal cord. The patient was sent to have an MRI and the doctor was monitoring her condition. During an attempted MRI scan "the lead was clipped and connected to the ins. The clipped was near the ins and was not booted off." The patient was in an uncomfortable pain before the MRI was performed and patient could not stay still enough for the MRI to be performed successfully. The physician wanted to perform a spine MRI and the patient was transferred to another facility. It was later reported that there had been no surgical interventions and no known changes to patient's condition.

Event description:
Additional information received from the attorney alleged that the physician used a suture retrieval snare (which was noted as a "tool not suited for use in placing the lead), which along with a considerable amount of effort" to steer the lead, resulted in the injury to the dura and direct trauma to the spinal cord. It was also reported that a "substantial bleed" was found at the location of the injury to the spinal cord. It was reported that as a result of the injury, the patient had permanent paralysis from the level of the injury (near the naval) distal down to their toes. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 39286-65 serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2012; programmer model 37744 serial# (B)(4); catheter model 8591-38 lot# d12890. (B)(4).

Event description:
Additional information received indicated that the patient had csf leak repair in march. The physician stated that putting the lead in seemed to go okay and that it was not any more difficult than any other lead he had placed. The ins was taken out the next day so the patient could have an MRI. The MRI showed swelling around the spinal cord. The physician monitored the patient for roughly 2 weeks after the surgery, then the patient was moved to a spinal cord rehab facility and he had not heard of her progress since that time. The physician added that he had worked with the patient for roughly 4 years and tried several back surgeries before trying the scs trial, which went very well for the patient. He believed the patient still had total paralysis as he had not been informed differently.

Manufacturer narrative:
(B)(4).